Event description:
It was reported that the device was used during a lap cholecystectomy. It was reported that the device locked up. A second device was opened and the procedure was completed without consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was returned with the cam broken. The instrument was cycled and ejected the remaining clips due to the cam condition. However, no jamming issues were noted during analysis. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.